Manufacturer narrative:
Concomitant medical product: d224trk, ICD, implanted: (B)(6) 2010. Product event summary: the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed no anomalies.

Event description:
It was reported that the patient presented to the emergency room after experiencing inappropriate therapy due to an insulation break of the left ventricular lead, which was connected to the right ventricular pace/sense port. As a consequence of the charging during the inappropriate therapy delivery, the device was at end of service (eos), a power on reset (por) had occurred, and wireless telemetry was no longer available. The device was explanted and replaced, and the lead was repaired and connected to the appropriate port of the new device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.